Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to repair all iliac aneurysm. After the first step of deployment was performed, the physician reportedly had difficulty cannulating the contralateral gate. It was reported the gate did not completely open due to the small size and disease of the aorta. The physician elected to convert the patient to a aorto-uni-iliac using an additional gore excluder aaa endoprosthesis, as well as performing a femoral-femoral bypass. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.